Manufacturer narrative:
The clinical details were reviewed and it was identified that an expired device was implanted in error. Per the devices IFU ¿contents are sterile unless package is opened or damaged. Do not resterilize. For single use only. Discard any open, unused product. Do not use after expiration date.¿ a review of manufacturing records for this lot found no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an expired twinfix ab 5.0 str anchor was implanted into a patient. There is no report of device malfunction, procedure delay or patient injury associated with this event.